Event description:
It was reported four issues that the patient experienced high blood glucose levels 550 mg/dl due to bent cannula on in used for less than 2 days in all the events on (B)(6) 2026 and several times since and was treated with correction injection via mdi (multiple daily injection).

Manufacturer narrative:
MDR (B)(4) / initial 3 of 4. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.